Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10011253 and lot# 24089267 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Material # 10011253; batch # unknown. It was reported by customer that they keep getting an occlusions error when using with our bracco rb 82 generator and medrad intego radiopharmaceutical dosing system on just about every patient. Verbatim: hi, nuclear medicine is experiencing issues with the new bd smart site extension se (ref 10011253), we keep getting an occlusions error when using with our bracco rb 82 generator and medrad intego radiopharmaceutical dosing system on just about every patient. Resulting in having to replace and hops that the replacement works.